Manufacturer narrative:
This report is submitted on february 22, 2024.

Event description:
Per the clinic, the patient was treated with antibiotics (type, date and duration not reported) and steroids (type, date and duration not reported) for unspecific medical reasons. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient developed an inflammatory lesions at the implant site. Subsequently, the patient underwent a skin revision surgery and the device was explanted under general anesthesia on (B)(6) 2025. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.